Manufacturer narrative:
Two insertion devices were returned for evaluation, serial numbers (B)(6) and (B)(6), it is unknown which is the complained device. Both devices were evaluated and meet specifications.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the insertion device ejected the infusion set unintentionally.